Event description:
A MFR employee reported a pt was implanted for angina and had very good coverage until MRI in january. Since the MRI the pt's stimulation drops from the chest, to the stomach, to the groin area and down the leg; sometimes the pt feels pounding in the shoulder area. The device went to "power on reset" after the MRI but since then has been reprogrammed successfully. Each time the pt complained about the change in stimulation the nurse clinician checked the device. There were no changes in parameters. At the pt's request the nurse changed the electrode selection and parameters. The pt called after two weeks reporting the stimulation changed and went to the wrong area. No report of device explantation. A follow-up report will be sent when add'l info is received.